Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station would not power on. The user and technician had attempted to turn on the device multiple times and were unsuccessful. The field service engineer (fse) reported that there was no power to the device and narrowed the issue down to half height drawer 6. The field service engineer (fse) used a voltmeter and found that the 6.1 drawer controller board had less than normal ohms. The field service engineer (fse) replaced the board, which resolved the issue, and then tested the application. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es would not power on. The user attempted to turn on the device multiple times and were unsuccessful. However, there were no delay, adverse events or injuries reported based on this incident.